Event description:
Customer reported via phone call that they were experiencing high blood glucose. Customer's blood glucose level was 450 mg/dl. Insulin pump had stopped working and was having blank display. Trouble shooting was performed. Customer did not report symptoms of high blood glucose. Customer was using the insulin pump system within 48 hours of reported event. Auto mode feature was not active at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.